Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/ test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received without belt clip and was unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked case and cracked display window.

Event description:
It was reported via phone call that the customer was hospitalized with high blood glucose. It was also reported that the insulin pump was cracked. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump was dropped. The insulin pump was returned for analysis.